Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the trs070, anchor bag alone, tissue retrieval system, device was being used on (B)(6) 2024 during a laparoscopic cholecystectomy procedure when it was reported " unfortunately, we have experienced issues with the anchor retrieval system, on more than one occasion."further assessment questioning found that ¿the retrieval system was being used to retrieve a gall bladder from the patient. The bag burst and therefore was no longer fit for purpose." It was also reported that the device did not fragment and "the gallstones & bile dispersed in theatre, some on the floor & some on the patient's abdomen, this was managed immediately to minimize cross contamination and the risk of infection.¿ the procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 31 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. It is not advised to pull the anchor bag-alone¿ tissue retrieval system by conmed containing a specimen through a trocar cannula. If required, enlarge the port site to aid removal of the anchor bag-alone¿ tissue retrieval system by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the trs070, anchor bag alone, tissue retrieval system, device was being used on (B)(6) 2024 during a laparoscopic cholecystectomy procedure when it was reported " unfortunately, we have experienced issues with the anchor retrieval system, on more than one occasion." Further assessment questioning found that ¿the retrieval system was being used to retrieve a gall bladder from the patient. The bag burst and therefore was no longer fit for purpose.". It was also reported that the device did not fragment and "the gallstones & bile dispersed in theatre, some on the floor & some on the patient's abdomen, this was managed immediately to minimize cross contamination and the risk of infection.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.